Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, right ventricular oversensing was noted on the device due to post paced t-wave oversensing. Device reprogramming is anticipated to resolve the issue. The patient was in stable condition.